Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No possible over/under delivery anomaly noted. Unit was downloaded to carelink pro properly and all bolus delivered were found at the carelink report. Device passed the delivery accuracy test. No audio/vibrate anomaly noted. Device was visually inspected no moisture noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump alleging possible under delivery. Customer stated reservoir was leak at reservoir ring. Customer stated insulin smelling and insulin pump buzzing sound on and off. No harm requiring medical intervention was reported. The insulin pump and reservoir will be returned for analysis.